Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that on saturday evening they hit a big pothole in the road and it was so painful. Patient stated that yesterday morning it was still extremely painful so they turned the therapy off thinking it would help with some of the pain but it didn't. Patient was redirected to the healthcare provider (hcp) to further address the issue. Patient reported painful stimulation. Additional information was received from patient. It was reported that they turned the therapy on again and increase the intensity up to 3 but they were not feeling anything, so they were concerned something might have happened to the implant. Agent guided to discuss with health care professional(hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.